Manufacturer narrative:
Upon engineering investigation, no problem was found.

Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.

Manufacturer narrative:
The monitor was returned for evaluation. The reported problem displayed a service code, indicating a potential device malfunction. Reporting monitor out of an abundance of caution.

Event description:
A us distributor returned a monitor and reported displaying a service code indicating a potential device malfunction.